Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving diluadid 5mg/ml at 0. 5mg/day via an implantable pump. The indications for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient had a pump and catheter implanted on (B)(6) 2019 and since that time the patient has not had any therapy results. Per the reporter the patient had a catheter revision today, (B)(6) 2019 and the intrathecal end of the catheter had migrated. No further complications were reported or anticipated.